Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for device change out due to normal eri. Review of x-ray revealed externalized conductors. All electrical measurements were in normal range. The lead was explanted and replaced. Patient condition is good.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 11.2-15.4cm from the distal tip. The etfe coating was intact at this location.